Event description:
The customer reported that the ventilator generated an error which rendered the unit inoperable. The ventilator was not in use on a patient at the time of the event occurred.

Manufacturer narrative:
The customer replaced the motor controller (mc) printed circuit board (pcb). The ventilator passed all test and operated within the manufacturing specifications.